Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
The lead was explanted and returned to the manufacturer. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.